Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following a micro-stent implant procedure experienced hypotony, fibrin, and inflammation. Additional medication was started and the patient developed fibrin and inflammation. Over the course of about a week, the fibrin and inflammation have completely resolved additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of fibrin, inflammation, additional meds, and hypotony; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no report of device malfunction. A possible root cause is that postoperative hypotony is an established risk associated with use of the system that is clearly specified in the product instructions for use (IFU). (B)(4).